Event description:
It was reported that the patient has had increased seizures since being implanted with vns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the patient has also been experiencing hiccups when the device stimulates that triggers a larger epileptic event. The physician believes that the patient's epilepsy semiology has a startle reflex component and noted that this has occurred since device implant. The generator was disabled and the patient was hospitalized and monitored for two days and did not have any further convulsive events. It was noted that the patient's small tonic seizures occurred both before and after disablement. The patient was ultimately discharged from the hospital.